Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed from the evaluation that there was the indication of the phenomenon by the printed circuit board failure. The cause of this failure was not further described. Based on the results of the investigation, the phenomenon was confirmed to have been reproduced however, a definitive root cause could not be established. Based upon data provided during investigation, it is presumed that the phenomenon was caused by printed circuit board failure. However, the cause of this failure could not be further determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned, but the evaluation has yet to take place. If additional information should become available prior to the conclusion of the investigation, a supplemental report will be submitted.

Event description:
The customer reported that their olympus video system center was displaying flaws in the image after use. According to the initial reporter, the image was intermittently cutting in and out. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.